Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2019 with blood glucose of over 500 mg/dl at the time of incident. The customer was reported other blood glucose value such as over 700 mg/dl. The customer was not using the insulin pump when high blood glucose event was reported and during hospitalization. The customer was treated with insulin pump and manual bolus for high blood glucose level and with intravenous in the hospital. The customer was wearing the insulin pump during (B)(6) 2019. The customer also reported that the tubing was kinked. The insulin pump will not be returned for analysis.